Event description:
During a post-operative follow-up, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Following interrogation, the defibrillation impedance continued to vary. One of the multiple provocative tests performed showed a consistently high defibrillation impedance. The rv lead was revised, and the setscrew and device header were wiped off. The patient was stable and will continue to be monitored.